Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s slide-to-unlock control was unresponsive, preventing screen unlock while the pump continued to function and deliver insulin; removal of a screen protector did not resolve the issue, and the device was replaced with return of the original for evaluation. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no healthcare utilization and uninterrupted insulin therapy. Investigation included device return and intake for evaluation. Investigation of this device revealed a user interface malfunction localized to the touchscreen/lock slider control, with dosing functionality intact and no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device user interface failure.